Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft were inserted for use in a pt for endovascular treatment of an abdominal aortic aneurysm in 2002. The iliac arteries were reported to be very tight, small, and calcified with moderate tortuosity. Aneurysmmorphology is unknown. It was reported that the physician was inexperienced and had difficulty placing the amplatz super-stiff guidewire appropriately in the aorta. It was reported that the guidewire moved out of position twice and was repositioned each time with difficulty. As the delivery catheter was being advanced into the iliac artery, the pt's systolic blood pressure dropped to 40 mm hg. Fluoroscopic review of the anatomy did not reveal anything remarkable. The pt's condition continued to decline; therefore, the decision was made to convert the pt to open surgical repair. During the conversion procedure, a thumb-sized hole in the aneurysm was found to be bleeding. It was reported that the physician believes the pt's aneurysm spontaneously ruptured during the procedure. No clinical sequelae were reported, and the pt is reported to be fine.